Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
It was reported to vyaire that the lap top ventilator 1150 was involved in an incident. The customer reported that the patient came off the vent (maybe) and the nurse stated when she came into the room, he was connected to the vent but was deceased. No further information has been provided regarding the reported incident.